Event description:
It was reported the patient noticed purulent drainage from their implant site two months after implant. Two days later, an abdominal wall abscess was confirmed. The patient¿s device was explanted due to infection. The pus was drained and sent for culture. Parts of the leads remained intra-abdominal and were to be removed later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).